Event description:
Following an unrelated medical procedure, the pt had no stimulation sensation. The pt had a nerve block for her neck, and also shoulder surgery. When she tried to adjust her stimulation higher than 4.3 volts, the high limit was reached. Prior to the surgery, she had the ability to go higher with the settings. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).